Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: stent: 3.5x38 xience xpedition stent; other: two antiplatelet medications (dapt). There was no reported device malfunction and the product was not returned. Angina and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a xience xpedition 2.75x38mm stent was implanted in the distal right coronary artery (rca) where the stenosis was 85% and a xience xpedition 3.5x38mm stent was implanted in the proximal rca where the stenosis was 90%. The patient recovered well. On (B)(6) 2015, the patient was hospitalized due to acute myocardial infarction (mi) after having had chest pain for two weeks. Medications such as antiplatelet, anticoagulant, lipid lowering, and inhibition of ventricular remodeling were given for treatment of the mi. The patient was discharged from the hospital on (B)(6) 2015. No additional information was provided.